Event description:
Patient was implanted with femoral nail, helical blade, and 2 locking screws in approximately 2009. Patient was discovered to have a nonunion, date unknown. Patient was revised to va femoral plate system on (B)(6) 2013. No further information available at this time. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient experienced a fall at home and was implanted with femoral nail, helical blade, 2 locking screws, 2 cocr cables and auto graft on (B)(6) 2009. This is 3 of 6 reports for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(6).